Event description:
During a hysteroscopic procedure, access to the uterine cavity was significantly challenged by an extremely short and stenotic cervix making its visualization difficult. After multiple attempts were made to identify and mechanically dilate the cervix, the hysteroscope was introduced to locate the external cervical os, and hydro-dilation was initiated to facilitate cavity entry. Visualization was still compromised and after some additional advancement of the hysteroscope the physician suspected a uterine perforation confirmed by visualization of the bowel. The procedure was aborted immediately. The patient was discharged.

Manufacturer narrative:
The complaint device was not returned for investigation. No device malfunction was reported. Based on the review of the complaint and lot history record, no device non-conformance was observed. Uterine perforation is a well-recognized potential adverse event associated with diagnostic hysteroscopy and is adequately described in the Aveta System User Manual that states: "Uterine perforation may result in possible injury to bowel, bladder, major blood vessels and ureter".